Event description:
It was reported that the bronchofiberscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to b5 and the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Correction to b5 of the initial report: it was reported that the bronchofiberscope tested positive for an unexpected contamination. The initial report incorrectly stated that device had a positive culture test. The customer reported a leak and therefore stated that the device is contaminated (dirty) because it was not possible to reprocess it. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.